Manufacturer narrative:
(B)(4). Date of event: the peritonitis event occurred on an unspecified date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with unspecified antibiotics. Intraperitoneally (dose and frequency not reported). The cause of the peritonitis was unknown. On an unknown date the same month as onset and hospitalization, the patient was discharged from the hospital. On an unreported date, the patient was retrained. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.